Manufacturer narrative:
Follow-up #1: date of submission 11/25/2013.device evaluation: the device has been returned and evaluated by product analysis on 11/14/2013 with the following findings: testing confirmed intermittent response to button presses of the 'ok' button. Multiple button presses were required before the 'ok' button engaged. The 'up', 'down' and 'contrast' buttons responded to user input. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. White residue was present under the 'ok' contact. No contamination found under the 'up', 'down' or 'contrast' contacts.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the ok keypad button was unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.